Event description:
It was reported that a malfunction with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. Support provided pump reset information and assisted the customer in resetting the pump; the issue did not recur after resetting, and the customer was advised to continue using the pump and call back if the issue happened again.